Manufacturer narrative:
Follow-up information was received by regulatory authority in (B)(6) on 21-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement that lasted 3 days. In an unspecified date the consumer experienced rash, constipation, bladder infection, problems with urinating, pain in abdomen, pain in head, pain in knees, lower back pain, groin pain, ear pain, muscle pain, pain radiating to legs, stiff neck, increase/decrease of weight, arrhythmia, coughing, fungal infections, vision problems, tingling, tinnitus, nasal symptoms, heavy breathing, oppressed feeling, shoulder and neck fixed with radiation to left arm, vaginal dryness, intestines upset, scab on wrist, began to bleed, did not stop bleeding. Plaster on it. Day later start bleeding again, flowed out. Those events led her to work-related problems. In an unspecified date she contacted her physician and had appointments with a gynecologist, physical therapist, gastroenterologist, ent doctor, various specialists. She also had an ultrasound abdomen and MRI and the results showed starting degenerative changes spine; no bechterew liver hemangioma and cysts in the oviducts left and right. She was treated with medication, nasal spray and mensendieck therapy. On (B)(6) 2016 essure was removed, along with bilateral salpingectomy. The outcome was recovering. She was very glad that she underwent the surgery, it has gained her much already. She was not pain free yet, possibly were not complaints related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-aug-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 583 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and complained of abdominal pain. Essure was removed (bilateral tubectomy was performed). This event was considered serious and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In this case, although patient's pain persisted during follow-up consultation (post surgery) and her gynecologist stated it seemed the event was not related to essure; this consultation was done less than one month after the surgery (a contributory role of the procedure in the persistency of pain cannot be excluded). Given the nature of the reported pain and considering essure safety profile, company considers causality with essure cannot be totally ruled out. Non-serious events were also reported. This case was regarded as an incident, since device removal was required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 18-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008; lot number 627738. The physician reported she has a patient who wants to remove her essure both sides because of complaints: palpitations, joint complaints, lower back complaints, upper leg pain. Abdominal pain, ear complaints, poor sleep. The physician will conduct a tubectomy both sides on (B)(6) 2016. The hsg (hysterosalpingogram) post procedure after 3 months showed no abnormalities. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and complained of abdominal pain. She wants to remove the inserts and a bilateral salpingectomy is scheduled. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 05-sep-2016: lot number: 627738. Manufacturing date: jul-2008. Expiration date: jul-2010. Quality-safety evaluation of ptc was updated. (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Follow up information received on 08-sep-2016 from patient via letter in which she holds the company liable for the damage caused: this case is considered potential legal from this date forward. On (B)(6) 2008 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. At the reporting time, the patient was waiting to remove the fragments. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 725 cases. Device breakage. The analysis in the global safety database revealed 1388 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and complained of abdominal pain. Essure was removed (bilateral tubectomy was performed). It was also reported that the patient was waiting to remove the fragments (interpreted as device breakage). Only abdominal pain was considered serious and listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In this case, although patient's pain persisted during follow-up consultation (post surgery) and her gynecologist stated it seemed the event was not related to essure; this consultation was done less than one month after the surgery (a contributory role of the procedure in the persistency of pain cannot be excluded). The exact mechanism of device breakage was not known. Given the nature of the reported events and considering essure safety profile, company considers causality with essure cannot be totally ruled out. Non-serious events were also reported. This case was regarded as an incident, since device removal was required. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. Upon receipt of follow-up, this case became legal, therefore further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 06-oct-2016: no answer was received from consumer. Follow-up received on 20-oct-2016 - quality-safety evaluation of ptc: (B)(4). Lot number: 627738, manufacturing date: 2008/07,expiration date: 2010/07. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the micro-insert. No sample available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The list of device similar incidents essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 751 cases. Device breakage. The analysis in the global safety database revealed 1412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and complained of abdominal pain. Essure was removed (bilateral tubectomy was performed). It was also reported that the patient was waiting to remove the fragments (interpreted as device breakage). Abdominal pain was considered serious and anticipated in the reference safety information for essure. Device breakage was also considered an anticipated event upon receipt of the product technical analysis. After essure insertion, abdominal pain may occur. In this case, although patient's pain persisted during follow-up consultation (post surgery) and her gynecologist stated it seemed the event was not related to essure; this consultation was done less than one month after the surgery (a contributory role of the procedure in the persistency of pain cannot be excluded). The exact mechanism of device breakage was not known. Given the nature of the reported events and considering essure safety profile, company considers causality with essure cannot be totally ruled out. Non-serious events were also reported. This case was regarded as an incident because device removal was required. According to product technical analysis, no similar ae case reports have been received to date in relation to the reported batch. Upon receipt of follow-up, this case became legal, therefore further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 16-feb-2016 the patient's drug history included mirena (placed in (B)(6) 2008). Essure was inserted on (B)(6) 2008. Patient had an appointment with the general practitioner about 1.5 years ago for abdominal pain. Essure was removed in (B)(6) 2016. (B)(4). Correction on 18-feb-2016 after internal review (based on information from 16-feb-2016): case is still in follow-up with the reporter. Follow-up received from gynecologist on 27-feb-2016 on (B)(6) 2016 patient underwent tubectomy both sides. At routine check-up patient still had abdominal pain. There seemed no causal relation with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-feb-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous, medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and complained of abdominal pain. Essure was removed (bilateral tubectomy was performed). This event was considered serious due to its medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In this case, although patient's pain persisted during follow-up consultation (post surgery) and her gynecologist stated it seemed the event was not related to essure; this consultation was done less than one month after the surgery (a contributory role of the procedure in the persistency of pain cannot be excluded). Given the nature of the reported pain and considering essure safety profile, company considers causality with essure cannot be totally ruled out. Non-serious events were also reported. This case was regarded as an incident, since device removal was required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Product technical complaint received on 18-dec-2015. Final assessment: production date: jul-2008; expiration date: jul-2010. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no further ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and complained of abdominal pain. She wants to remove the inserts and a bilateral salpingectomy is scheduled. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Further information is expected.